Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 566 mcg/day) via an implanted pump. The patient reported that they had recently undergone a cap (catheter access port) procedure in the office and that provider ¿didn¿t get back as much as she would have liked¿. The patient denied any symptoms, withdrawal symptoms, adverse events, or any issues with the therapy that would warrant a cap procedure. The patient was scheduled for a catheter replacement/revision. During the procedure, the catheter was successfully aspirated. The catheter was also removed from the pump, aspirated, and flushed with preservative normal saline. It was determined that the catheter was patent, so it was hooked back up to the existing pump and primed appropriately. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. It was also noted that there were no environmental, external, or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2012 product type catheter. Product ID 85 96sc serial# (B)(6) implanted: (B)(6) 2012 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 15-aug-2013, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 26-oct-2013, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.